Manufacturer narrative:
(B)(4). The patient is not dependent on the lead and the configuration was reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. It was reported the lead had fractured. No adverse patient effects were report. No adverse patient effects were reported.